Event description:
A pt reported inaccurate erratic results with a surestep meter. In a back to back testing session, consecutive meter blood glucose readings were 104 mg/dl and 280 mg/dl. Pt reported feeling hungry and very thirsty at times. Pt did not have control solution available to do control test. New control solution was sent to pt. Control test results obtained later with new control solution were within range. No allegations of harm have been made.